Event description:
Needle from covidien v-loc 90 3-0 absorbable wound closure device came free from the suture during surgery, resulting in retained foreign object in situ. FDA safety report ID # (B)(4).